Event description:
It was reported that the device alert triggered due to out of range impedance on the atrial lead. However, the patient's atrial lead is not connected. Additionally, the atrial capture management is aborting due to the programmed pacing mode. The lead alert will be programmed off, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem: two (2) - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 15:00:10 and (B)(4) 2012 15:00:11. Programmed alerts triggered on the not used atrial lead channel.